Manufacturer narrative:
Concomitant medical products: 505452 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds, no capture and low bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.